Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
It was reported that the patient's right knee was revised due to femoral and tibial loosening. The liner, ps femoral component, and tibial baseplate were revised to competitor devices. There are no allegations against the liner. There is no information available about the primary surgery.